Event description:
It was reported ¿patient was running a syringe at 3 ml/hr for several hours through his port that was accessed on 9/13. After turning the pump off, the line started to backflow and blood filled his line and started dripping everywhere. Mom noticed blood saturating patient's outfit and I quickly clamped the line. The leak was above the clave in the tubing. I am worried that it may have been broken and leaking for a while because it had only been running at such a slow rate for several hours. Patient was deaccessed and line was saved.¿

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed, and the cause appears to be related to the use of the device. One 20 ga x 0.75 in powerloc max infusion set was returned for investigation. Evidence of use was present on the device. Adhesive residue was present on the extension tubing. The sample was returned with the safety mechanism fully activated. The clamp was engaged. The sample was flushed with water using a 12 ml syringe and a leak was observed at the proximal end of the extension leg near the luer hub. Microscopic observation of the leak location revealed a circumferential split present at the end of the adhesive fillet. The split edges were uneven and were observed to have rough material tears. Two additional splits were observed on both sides of the main split. The two splits were present in the adhesive fillet location. The split edges were uneven due to the evidence of use, it likely that the splits developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. The event indicates the device was in use for over 21 days. Since the splits were observed on the returned sample, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed, and the cause appears to be related to the use of the device. One 20 ga x 0.75 in powerloc max infusion set was returned for investigation. Evidence of use was present on the device. Adhesive residue was present on the extension tubing. The sample was returned with the safety mechanism fully activated. The clamp was engaged. The sample was flushed with water using a 12 ml syringe and a leak was observed at the proximal end of the extension leg near the luer hub. Microscopic observation of the leak location revealed a circumferential split present at the end of the adhesive fillet. The split edges were uneven and were observed to have rough material tears. Two additional splits were observed on both sides of the main split. The two splits were present in the adhesive fillet location. The split edges were uneven due to the evidence of use, it likely that the splits developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. The event indicates the device was in use for over 21 days. Since the splits were observed on the returned sample, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ¿patient was running a syringe at 3 ml/hr for several hours through his port that was accessed on 9/13. After turning the pump off, the line started to backflow and blood filled his line and started dripping everywhere. Mom noticed blood saturating patient's outfit and I quickly clamped the line. The leak was above the clave in the tubing. I am worried that it may have been broken and leaking for a while because it had only been running at such a slow rate for several hours. Patient was deaccessed and line was saved.¿